Event description:
The manufacturer received information alleging a ventilator powered on without keypress activation when the device was connected to ac power. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that powered on without keypress activation when the device was connected to ac power. The device's system pca was replaced to address the issue.